Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Visual and functional testing was performed. The reported complaint was not confirmed through the testing. All functional test of the device passed. The probable cause of the reported problem is unknown.

Event description:
It was reported that the device had downstream occlusion and alarming at 4.8 psi, well out of calibration. There is no reported patient involvement.